Event description:
An altitude alarm was reported by the customer, causing the insulin to be suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to clean the pump's speaker holes and replace the cartridge, but the alarm recurred. The customer was instructed to wait two hours for possible moisture evaporation, and technical support planned a follow-up.